Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that no measurements were taken with the 8840. The cause of the impedances was unknown, there were no actions/interventions since the patient was doing well with therapy, and the low impedances hadn't resolved. The patient's weight was unknown, and the information was confirmed with the physician/account. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that patient had an ipg replacement due to normal depletion. During interrogation just prior to replacement, 0 & 3 showed impedance being ¿ low¿ with the new tablet programmer. While interrogating the new ipg the impedance value showed ¿ low¿ on the new stimulator as well. The patient was using c + and 1 - for their therapeutic settings so their therapy was not impacted by low impedance reading. Patient is doing well w therapy. There were no further complications reported.